Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of an unidentified loading unit adapter engaged with the subject instrument. Visual inspection noted that an unidentified loading unit adapter was received engaged with the instrument from line item. The unidentified loading unit adapter was removed from the instrument. No functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for radical colon cancer, the device did not fire. Another device was used to complete the case. There was no patient injury.